Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
During a bedside thoracentesis, with a safe-t-centesis tray(lot 001337307), when pulling back on the syringe, air came back from the bag rather than being pulled from the patient. No air went into the patient. Additional information provided, "to my knowledge, no patients were harmed and no medical intervention was required due to these events".

Event description:
During a bedside thoracentesis, with a safe-t-centesis tray(lot 001337307), when pulling back on the syringe, air came back from the bag rather than being pulled from the patient. No air went into the patient. Additional information provided, "to my knowledge, no patients were harmed and no medical intervention was required due to these events".

Manufacturer narrative:
It was reported via email: during a bedside thoracentesis, with a safe-t-centesis tray (lot 001337307), when pulling back on the syringe, air came back from the bag rather than being pulled from the patient. No air went into the patient. No patients were harmed, and no medical intervention was required due to these events. A complaint sample could not be provided for evaluation and the reported failure mode could not be confirmed through a sample evaluation. No issues were identified during manufacture or during quality inspection for the reported lot. Without a sample, or photograph the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.